Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the balloon's exterior surface. The membrane was noted to be completely unfolded. Lab examination revealed no defects in the returned iab. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Examination of the inner lumen revealed it to be patent. A trace amount of blood was noted within the inner lumen but it did not contain any clots. As a test, water was aspirated through the guide wire easily passed through the lumen with no abnormal resistance encountered. The inner lumen was within datascope's mfg specs. Probable cause of difficulty: no defect was found in the iab or inner lumen. It is not possible to determine the exact cause of difficulty based on the given event description or lab examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. "A fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontine use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe."

Event description:
The doctor was unable to aspirate blood from the inner lumen. The iab was kinked. The iab was removed and a second iab was inserted. (Event complications: none from the event - reported 2/20/1998.) (Pt's current status: expired - rpt'd 2/20/1998.)